Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported complaint. The device was serviced and fully tested before it was returned to the customer. Based on complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent battery signal. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no patient harm or serious injury reported as a result of this incident.